Manufacturer narrative:
For regularization - retrospective review / FDA request. Expertise result : the break of the pullup braid comes from the prominence of edges at the junction of r0.3 with ø1.6 holes. Corrective actions : change in the finish of the pads to completely eliminate this defect: reinforcement of microbillage - addition of a corundum action.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Broken braid. " the rupture of the pullup xl system occurred during the reconstruction control step: "cycling"."